Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4)

Event description:
It was reported that the patient experienced syncope due to sustained ventricular tachycardia. An alert was triggered on the patient's implantable cardioverter defibrillator (ICD). The patient was hospitalized and medication was adjusted. The device remains in use. No patient complications have been reported as a result of this event. Patient is enrolled in the (B)(6) study.